Manufacturer narrative:
Tapered screw-vent implant with full mtx (tsvtwb10) was received. A visual inspection of the returned product identified significant gouges around the external threads, likely from the retrieval process. The implant platform had noticeable fractured around the edges of the hex drive feature. Therefore, the alleged malfunction was confirmed. The internal threads were significantly damaged (stripped). A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. T was confirmed that all operations and inspections were executed as per applicable procedure. Lot was inspected and accepted by qa. A root cause for the complaint could not be determined. The following sections have been updated: UDI: (B)(4).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Reporter's last name not provided/unknown. Additional 510k number: k101880.

Event description:
It was reported that the implant (tsvtwb10) fractured upon placement. The procedure was completed and no additional appointments was needed. Tooth location 31.